Event description:
Dialysis facility tech reported no audible alarm was sounded in an alarm situation during treatment using the 1550 hemodialysis device. Facility tech relates that the incident occurred with one out of 4 possible device serial numbers, however, he has no details regarding which specific device was being used. The tech relates that the healthcare professional completed the pt treatment by visually monitoring the device for potential alarm situations. According to the tech, the pt treatment was continued to completion and the device was then removed from use to be examined. The tech relates that there was no pt injury or medical intervention as a result of this incident.